Event description:
The customer reported that a monitor fell off its support arm and narrowly missed a patient's head.

Manufacturer narrative:
A nurse manager reported that an IV pole (attached to the bed) came in contact with the mp70 monitor quick release mount button, and then pushed the monitor off the mount as a bed was being raised. A phillips field service engineer (fse) verified that the mp70 monitor was operating properly. After the fse demonstrated the sequence of events that led to the monitor being pushed off the mount, the director of nursing agreed that this is a hospital use/user issue, and not a phillips product issue. The device IFU adequately describes the function of the quick release mount button. No further action or investigation is warranted. (B)(4).